Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed because the problem could not be reproduced. One safestep 20 ga x 0.75 in infusion set was returned for evaluation. An initial visual observation showed use residues throughout the returned infusion set, and the safety was engaged upon return of the device. Nothing remarkable was found on the infusion set during an initial visual inspection. A functional test of infusing the device with water using a 12 ml syringe proved the device to be patent to infusion. An attempt to find the leak using water and a 12 ml syringe while pressurizing the infusion set was unsuccessful as the leak could not be identified. The complaint of a leaking infusion set could not be confirmed because the reported leak could not be found along the returned device. Potential causes of failure may include an appearance of leakage during infusion into the port due to the needle location or tissue irregularities at the infusion site. H3 other text : evaluation findings are in section h.11.

Event description:
Customer reported "the nurse noticed the leak from the side port when checking for blood return, after the insertion, and before starting the medication." No other information was provided.

Event description:
Customer reported "the nurse noticed the leak from the side port when checking for blood return, after the insertion, and before starting the medication." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.